Manufacturer narrative:
Additional information from the customer (affiliate):they lost all recoding signals on carto and bard system at the same time. The procedure was completed successfully by rebooting of the system and verifying connection of the cables. There were no patient consequences.(B)(4).

Manufacturer narrative:
(B)(4). Defective bs cable caused the reported issue. Cas reported that since the body surface cable was replaced, there was no intra cardiac noise or body surface noise on the next case. The DHR associated with carto 3 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. The ECG signals issue will be investigated. In addition, the history of customer complaints associated with this specific system was reviewed as well and of the 11 additional reported complaints there was one additional complaint related to ECG signals issue.

Event description:
It was reported that all the bs and ic ECG signals become noisy just before becoming flat lines, this occurs intermittently on the c3 and bard system. Prior to calling they rebooted c3 with no result. Advised replacing rl lead from c3 to patient with no result. They are unable to eliminate the direct connect cables at this time, in the middle of an afib ablation. Customer requests service.